Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the communicator adapter was burned. The company representative confirmed that the wall outlet where the power cord of the communicator was connected had a short circuit. The company representative advised to replace the adapter. Additional information indicates that the patient received the replacement power cord. The company representative advised to connect the communicator but the communicator showed two yellow collecting waves. The company representative provided troubleshooting steps and transmission was confirmed thereafter. The communicator remains in service. No adverse patient effects were reported.